Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to increase their intensity. High impedances were discovered, with electrodes 1,2,3,4 are giving 40000 ohms, and electrode 5 at 39295 ohms. The rep programmed around the impedance electrodes. The cause was not determined. The issue is ongoing, but no other actions/interventions are currently planned. The rep noted they would submit any new information that becomes available.